Manufacturer narrative:
On (B)(4) 2016 an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse performed troubleshooting with the customer and instructed the customer to clean and dust off the barcode reader. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a dusty barcode reader. (B)(4). This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported error 6006 skipped and error 6000 barcode read error with the aia-900 analyzer. A technical support specialist (tss) assisted the customer in troubleshooting the error by instructing customer to highlight the auto on the host spec. This resolved the 6006 skipped error, however, the customer is now receiving a 6000 error message. The customer is unable to run prog, lhii and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, lhii and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.